Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es (tropi es) result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. The assignable cause of the event was determined to be analyzer related. A within-run tropi es precision test was outside of ortho guidelines, indicating the vitros 5600 system was not performing as intended. An ortho field engineer (fe) inspected the microwell incubator, and performed all well wash, microwell reagent metering and micro immunoassay metering adjustments. Following service actions, acceptable performance was achieved indicating the vitros 5600 integrated system was performing as expected. Based on historical quality control review, a vitros tropi es lot 3231 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3231. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, a turbid sample could not be ruled out as a contributor to the event, as the customer stated the sample appeared cloudy. The vitros tropi es IFU states not to use turbid specimens. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, but it was confirmed that no treatment was altered based on the result. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Vitros trop I es sample result of 0.083 ng/ml versus expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was reported from the laboratory. However, it was confirmed that no treatment was altered based on the result. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).